Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2013 for an unknown reason. The physician was dr. (B)(6) at (B)(6) health in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).